Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's supra-orbital lead (off-label) was migrated (confirmed via x-rays). As a result, the patient underwent surgical intervention on (B)(6) 2016 wherein the lead was repositioned. Reportedly, effective stimulation was restored postoperatively and the issue was resolved.